Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable pacemaker experienced discomfort. Additional information indicates that the device was previously abandoned in the left side a few years ago and another system was implanted on the right pectoral region. Recently, the patient experienced local discomfort which made the physician decide to remove this device. There was no allegation against the device. This device was explanted. No additional adverse patient effects were reported.